Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The patient was hospitalized for the event and treated with vancomycin (6 grams for 5 days; frequency and route not reported), heparin (dose, frequency and route not reported) and tobramycin (50mg; frequency and route not reported). Action taken with therapy was not reported. At the time of this report the patient was recovered from the peritonitis. No additional information is available.